Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -12.0/+1.5/112 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
Additional information: b5- per email received on 06-apr-2023, the replacement lens was implanted within the same surgery that the initial lens was removed. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -12.0/+1.5/112 into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault. In a separate surgery that day a shorter length lens was implanted. This resolved the problem. Cause reported as unknown.